Event description:
It was reported that a single day infusor was observed to have particulate matter identified inside the bladder. The unit was filled with desferrioxamine. There was no patient involvement. Additional information was requested and is not available. This is medical device report 2 of 2

Manufacturer narrative:
(B)(4). This lot was manufactured between february 26, 2014 and february 27, 2014. The sample was not returned for evaluation, therefore the reported condition could not be verified and the cause could not be identified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.